Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was put on extracorporeal membrane oxygenation (ECMO) and blood was noted to be leaking from the gas exhaust port, mixed with condensate, 4 hours after initiation. The pump speed was 3470 rpm, blood flow was 3.5 lpm, gas flow was 4.0 lpm, inlet pressure was 222 mmhg, and outlet pressure was 175 mmhg. It was noted that there were no act/ptt values around the time of occurrence. There were no issues noted during priming of the oxygenator prior to support. The oxygenator was exchanged without complication and the patient did not have any adverse consequences as a result of the leak.

Event description:
It was noted that while there was an inherent risk of biological contamination regardless of the device being tested for specific pathogens or not, the presence or absence of biological residue from who risk groups did not directly inform the cause of the membrane's failure in this context.

Manufacturer narrative:
Section d4 - catalog number: corrected section d4 - primary unique device identification (UDI) number: corrected manufacturer's investigation conclusion: the reported oxygenator leakage could not be confirmed through this evaluation. A specific root cause for the reported event could not be conclusively determined through this evaluation. It was reported that the patient was put on extracorporeal membrane oxygenation (ECMO) and blood was noted to be leaking from the gas exhaust port, mixed with condensate, 4 hours after initiation. There were no issues noted during priming of the oxygenator prior to support. The oxygenator was exchanged without complication and the patient did not have any adverse consequences as a result of the leak. The eurosets amg (advanced membrane gas exchange) pmp (polymethylpentene) oxygenator, lot number 9351508, was returned to the abbott facility in (B)(6), where a visual inspection was performed. Small sections of tubing were secured to the blood inlet and blood outlet ports, and the purge line was connected to its port. Visual inspection of the oxygenator revealed no obvious damage to the external housing, ports, or fibers. A small amount of blood residue was noted on the gas outlet port which appeared to be associated with post-support handling. There was no blood observed in the orange bottom housing. A leak test was performed in (B)(6). The returned oxygenator was rinsed with water and then connected to a mock loop with a test centrimag pump, centrimag motor, and centrimag console. Blue dyed saline was run through the loop at 4500 revolutions per minute (rpms). A clamp was intermittently placed on the oxygenator outlet to adjust the pressure as high as 500 millimeters of mercury (mmhg). No leaking was observed. The external manufacturer (eurosets) would not allow the device to be forwarded to their facility for technical analysis because it was unknown if the device contained biological residue which may be infectious. The production documentation for amg pmp oxygenator, lot # 9351508, was reviewed by eurosets and showed that all tests from the production process were compliant with the technical specifications. Although a specific root cause of the reported issue could not be conclusively determined, additional investigation of oxygenator leaking issues has been initiated by abbott and sent to eurosets (oxygenator supplier/manufacturer) through a supplier corrective action request. The production documentation for the advanced membrane gas exchange pmp sterile oxygenator, lot number 9351508, was reviewed by the external manufacturer (eurosets) and showed that all tests from the production process were compliant with the technical specifications. The eurosets amg pmp instructions for use (IFU), rev. 05, is currently available. Under the list of warnings, the IFU warns that during use, a spare oxygenator must always be available. The IFU warns to carefully check the device seal during priming and operation. If you notice leakage during priming or operation, replace the defective device following good perfusion practices. Also, under the section titled ¿set up¿, the IFU warns to ¿carry out a visual inspection and carefully check the device before use. Transport and/or storage conditions other than those prescribed may have caused damage to the device.¿ under the section titled ¿oxygenator replacement¿, this document states that a spare oxygenator must always be available during perfusion. After 6 hours of use with blood or if particular situations occur, which may lead the person responsible for perfusion to determine the safety of the patient may be compromised (insufficient oxygenator performance, leaks, abnormal blood parameters, etc.), follow the procedure outlined in the IFU for oxygenator replacement. No further information was provided. The manufacturer is closing the file on this event.